Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was also reported that the patient stated that she goes really low quickly and because of not having the dexcom and none of her followers were alerted of her high event. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperlycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a loss of connection and an adverse event. It was reported that the patient experienced metabolic acidosis and was admitted to the hospital. It was indicated that the patient's dexcom system stopped working in the morning. The patient's friend, who works for emergency medical service (ems) and is a follower of the patient, came by and noticed that the patient was not breathing right. The patient's friend checked the patient's blood sugar and stated that it was high. The value of the blood sugar was not provided. The patient was injected with 4 units of insulin and a pump check was done for her insulin pump. The patient was placed on intravenous (IV) fluids and was watched to make sure her sugars went down. The patient then went to the doctor's office and stated that she is on a special treatment plan and was discharged from the hospital on (B)(6) 2017. The patient did not wish to provide further details regarding the event. At the time of event, the patient was in stable condition. No additional patient information is available. Data was provided for evaluation. A review of the data log confirmed the reported event of a loss of connection. A root cause could not be determined.